Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, with the first delivery device used, the needle would not retract after few uses, therefore, it was disassembled. Then, a second delivery device was tried, but the needle would not retract either, therefore, it was disassembled too. There were no patient complications, but the procedure could not be completed with the second device used. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, with the first delivery device used, the needle would not retract after few uses, therefore, it was disassembled. Then, a second delivery device was tried, but the needle would not retract either, therefore, it was disassembled too. There were no patient complications, but the procedure could not be completed with the second device used. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.